Event description:
The patient came in for a post-op appointment and the surgeon observed that the patient had an allergic reaction. About 3 months and a half after the primary surgery, the surgeon swapped primary knee to a sensitin revision knee and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 july 2023. Lot 2216381: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 2027-oct-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant. Batch review performed on 14 july 2023 on gmk-sphere 02.12.0024r femoral component sphere cemented size 4+ r (k140826) lot. 2202831. Lot 2202831: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-apr-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.